Event description:
At implant, the pt's native valve was severely calcific and bicuspid. Pt had uneventful postoperative course and was discharged on oral anticoagulants. The pt was admitted three weeks later with evidence of stroke. Echo did not reveal clots. The pt's condition deteriorated and he expired. Postmortem revealed thrombus occluding one leaflet.

Manufacturer narrative:
Device not returned. The valve's device history record was examined to ensure that each manufacturing and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with co's specifications. Each operation for the manufacturing and inspection of this valve was followed by the appropriate signature and date. Results of this investigation remain inconclusive due to the fact co has not received the valve for testing or add'l info which may have aided in the evaluation of this case. Should the valve be returned for testing, this file shall be re-opened for further investigation.